Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that shortly after implant, the left ventricular (lv) lead caused diaphragmatic stimulation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.